Event description:
The physician noted that the coil was detached with unusual and abrupt movement. An air bubble was formed around aneyrysm site.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.